Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had to performed the load fill tubing sequence multiple times; cause unknown. A cartridge change was performed resolving the issue, and insulin delivery was able to be resumed. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the contact declined to perform troubleshooting.